Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that during the procedure, there was blood leakage from the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The sheath was exchanged, and the issue was resolved. The case continued without further issues. There were no patient consequences reported. Device evaluation details: the device evaluation has been completed. A visual inspection was performed and it was found that the hemostatic valve is dislodged inside the hub of the device .the dislodged condition noted on the hemostatic valve is related with the customer complaint and may have appeared to have been caused by excessive force and handling being applied to the device however none of those can be conclusively determined. The finding of the that the hemostatic valve is dislodged inside the hub of the device was reviewed and determined that the finding continues to be MDR reportable as consistent with the customer¿s reported event. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the dislodged hemostatic valve inside the hub could be related to handling of the device during the procedure however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that during the procedure, there was blood leakage from the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The sheath was exchanged, and the issue was resolved. The case continued without further issues. There were no patient consequences reported. Since there is no indication that the blood leakage led to hemodynamics disruption or required intervention, this not considered a patient adverse event but a hemostatic valve separation, which is considered a malfunction. Multiple attempts were made to obtain further information regarding this event; however, no response was received. Should additional information become available this record may be revised.